Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-00724. It was reported that when the patient presented in the hospital, pocket infection was observed. The patient is not dependent. The device system was explanted. The patient was stable before, during and after the procedure.